Manufacturer narrative:
Conclusion updated with analysis: it was reported by the hospital contact that during an aneurysm embolization when the physician tried to pass the microcoil (641cx0410/c11578) through the prowler select lp es microcatheter (606s155jx/15965185) it didn´t progress. They had to open another microcatheter (details unknown) and another microcoil (details unknown). The doctor mentioned that this event caused a delay in the procedure. It is unknown if a continuous flush solution was maintained through the microcatheter. It is unknown if there was any difficulty encountered when inserting the guidewire into the microcatheter. There was no resistance/kinking when inserting the microcatheter. There were no damages noted on the microcatheter. It is unknown if it was visually confirmed that the introducer was seated correctly and that the coil was co-asxilly entering the microcatheter. It is unknown if other coils had previously gone through the microcatheter without difficulty. The products will be returned for analysis. As viewed through the introducer sheath it was found that the coil was detached and not returned. This was unreported damage. As advanced outside the distal tip of the green introducer it was found that the coil was mechanically detached as no signs of heat and melting were found. Located 32.5 centimeters off the proximal end the core wire protrudes outside the sheath. No mechanical sheath damage was found at the protrusion site that would have opened up the skive. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with one side of the damaged edge raised above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. While the exact root cause cannot be determined, multiple contributing factors were found that may have caused the coils resistance and possible unintended mechanical detachment. The root cause cannot be determined concerning the unreported unintended mechanical detachment of the non-returned coil. The primary contributing factor to the coils resistance may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused the core wire to protrude outside the sheath and may have been a factor concerning the coils unintended mechanical detachment. In this condition severe resistance will be encountered when attempting to advance the coil inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the coil, the prowler select lp microcatheter, and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. The secondary contributing factor to the coils resistance inside the microcatheter may have been due to distal interference inside the unidentified microcatheter. Per complaint, ¿¿it is unknown if a continuous flush solution was maintained through the microcatheter¿¿ a sub-component to this factor may have been the lack of a consistent flush based on the blood mixture adhering to the coil which had a copious amount of protein. The exact source of this interference; whether of a fixed or detached nature cannot be determined. If a consistent flush was not utilized during the procedure, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿to achieve optimal performance of the codman microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the codman microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems.¿ the third contributing factor to the coils resistance inside the microcatheter may have been occurred during the insertion of the coil into the microcatheter. Per complaint, ¿¿it is unknown if it was visually confirmed that the introducer was seated correctly and that the coil was co-asxilly entering the microcatheter¿¿ if a misalignment occurred then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition¿¿ based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is 1 of 2 reports associated with report # 1058196-2015-00147.

Manufacturer narrative:
It was reported by the hospital contact that during an aneurysm embolization when the physician tried to pass the microcoil (641cx0410/c11578) through the prowler select lp es microcatheter (606s155jx/15965185) it didn´t progress. They had to open another microcatheter (details unknown) and another microcoil (details unknown). The doctor mentioned that this event caused a delay in the procedure. It is unknown if a continuous flush solution was maintained through the microcatheter. It is unknown if there was any difficulty encountered when inserting the guidewire into the microcatheter. There was no resistance/kinking when inserting the microcatheter. There were no damages noted on the microcatheter. It is unknown if it was visually confirmed that the introducer was seated correctly and that the coil was co-axially entering the microcatheter. It is unknown if other coils had previously gone through the microcatheter without difficulty. The products will be returned for analysis. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported by the hospital contact that during an aneurysm embolization when the physician tried to pass the microcoil (641cx0410/c11578) through the prowler select lp es microcatheter (606s155jx/15965185) it didn´t progress. They had to open another microcatheter (details unknown) and another microcoil (details unknown). The doctor mentioned that this event caused a delay in the procedure. It is unknown if a continuous flush solution was maintained through the microcatheter. It is unknown if there was any difficulty encountered when inserting the guidewire into the microcatheter. There was no resistance/kinking when inserting the microcatheter. There were no damages noted on the microcatheter. It is unknown if it was visually confirmed that the introducer was seated correctly and that the coil was co-axially entering the microcatheter. It is unknown if other coils had previously gone through the microcatheter without difficulty. The products will be returned for analysis.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with report # 1058196-2015-00147. Concomitant products: prowler select lp es microcatheter (606s155jx/15965185). Another microcatheter (details unknown). Another microcoil (details unknown).